Event description:
It was reported that a patient had a gynecological revisionary procedure in 1999 and mesh was used. Since having the mesh implanted she has experienced chronic pain, bleeding, incontinence, and dyspareunia. She went for a second opinion in 2001 and it was noted that she had a granuloma and portions of the mesh were removed. The symptoms continued and it was recommended that she have additional surgery in 2003. The patient declined surgery at that time. However, in 2012 the symptoms were so severe she had the revisionary procedure. It was noted that there was a stone-like growth on the mesh and further mesh in the vagina was removed. She was told that she will require additional surgery to repair the urethra.

Manufacturer narrative:
(B)(4). Vaginal exposure; dyspareunia. Vaginal exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).